Event description:
It was reported that during a colectomy procedure, a reload was inserted into a tx60b and the device was fired. The surgeon noticed indentation in the tissue. When the surgeon went back to inspect staple line the tissue was completed separated. No staples were deployed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested: is the tx60b available for return? Is the xr60b available for return? Was the tissue excised prior to checking the staple line? If yes, was there bleeding? If there was bleeding, how much blood was loss (ml)? If there was bleeding, did the patient require a blood transfusion?